Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing due to noise was observed on the atrial lead. The atrial lead also had low impedance and had caused episodes of automatic mode switch (ams). Diagnostic imaging was performed and insulation damage was observed. The atrial channel on the device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.